Event description:
It was reported that while charging the battery the pump shut off unexpectedly. Low power alerts/alarm occurred prior to pump shutting off. Customer unplugged pump from the power source and upon recharging, battery was fully charged. There was no reported adverse impact to customer's blood glucose. Reportedly, customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.